Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations.

Event description:
It was reported that during the implant procedure, post a repositioning attempt, the helix of this lead failed to function as intended. The physician elected to remove the lead and replace with another of the same model type. No procedural complications were reported due to the extension of the procedure, as a result of the lead malfunction. The product was later returned for laboratory analysis.